Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a settings issue. The reporter alleged the issue occurs when he sets the "before" meal tag prior to testing, and then reverts to the "after" meal tag with the before meal result is displayed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.